Event description:
It was reported by the customer that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as "high"; although specific value was not provided. To address the elevated bg and occlusion, the customer changed out the infusion set and cartridge and then resumed insulin.